Manufacturer narrative:
Concomitant medical products: product ID: 977a260 lot# serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wanted more coverage in the outer part of her legs rather than just the inner portion. The patient was reprogrammed and used hd settings. The leads were revised on (B)(6) 2018. The patient had spinal hardware removed and the patient and hcp decided to reposition the leads to try to cover the outside of the leg. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the coverage being in the inner part of the leg rather than the outer part of the leg was unknown as the health care provider reported that the leads looked to be in perfect position. The revision resolved the coverage being on the inner part of the leg rather than the outer part. There were no further complications reported or anticipated.